Manufacturer narrative:
Inner insulation damage was noted at 17.2 cm from the connector pin consistent with clavicle crush damage. There was fracture on the inner coils. This is consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that during device interrogation oversensing of lead noise was observed. The lead was explanted and replaced.